Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Customer reported experiencing intermittent elevated blood glucose levels; however value was not provided. Customer did not require follow up.